Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The blood glucose at the time of the incident was 110 mg/dl. The customer is calling back after receiving a replacement battery cap. The insulin pump is still having a blank display after alarming low battery. Troubleshooting was performed and the display did return. The customer was advised to discontinue use of the insulin pump and revert to a backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to corrosion on the electronics. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify low battery alarm, battery icons anomaly, weak signal alarm or lost sensor alarm due to blank display. The insulin pump had minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.